Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the stratafix spiral suture used on? What was the condition of the tissue where stratafix spiral was used (healthy, diseased, weak)? Was there any anomaly noted with the device prior to use? What is the surgeon opinion as to relationship of the stratafix suture and the ¿bladder neck open? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, can you identify where (termination, middle, end)? Was the suture intact and tore through the tissue? Do you have any samples of lot kpb379 for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a prostatectomy procedure on (B)(6) 2017 and suture was used. On (B)(6) 2017 it was noted that the patient had a urinary leak. Another laparoscopic procedure was required to fix the leak and it was found that the device had come apart from the bladder neck and it was open. A v-lock was used to complete the procedure. The patient's expected hospitalization was changed from two days to ten days and has since been discharged. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the surgeon reported that the barbed stratafix suture that was used on the bladder neck seems to have loosened post operatively. The surgeon did not mention any anomaly in the suture during the procedure. The surgeon described the suture as being intact, but loose. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the condition of the tissue where stratafix spiral was used (healthy, diseased, weak)? What is the current condition of the patient?

Manufacturer narrative:
Dr. (B)(6) reported that he used the stratafix suture to reconstruct a very wide bladder neck on an older patient. He described the tissue as healthy, the patient did not have radiation or a chronic catheter. He mentioned there was no anomaly noted before they used it in the case. Dr. (B)(6) explained that post-operatively it was noted that the patient had a leak at the bladder neck site and that the drain was mal-positioned, thus requiring a drain. He reported that the patient took a long time to heal, and the catheter was removed on (B)(6) 2017. Dr. (B)(6) reported that when the patient was brought back into the or the suture did not appear broken, but could have loosened or torn through tissue. A representative sample was returned for evaluation. It was visually examined and met the requirements. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed.